Event description:
Per the clinic, the device was explanted on september 13, 2022 due to head injury which leads to poor sound quality with the device use. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on october 11, 2022.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 8, 2022